Event description:
Customer called in saying their AED will not charge. They had it plugged in for about two weeks. The screen does not turn on and the AED does not turn on either. When the customer plugged in the device, the AED flashed red for a second. Upon unplugging and replugging in, the device did not flash. Additionally, the AED was unresponsive when performing a status check.

Manufacturer narrative:
Investigation was conducted and it was observed there was residue on the pcbas and housings. The residue is most likely due to liquid damage as a result of user mishandling.

Event description:
Customer called in saying their AED will not charge. They had it plugged in for about two weeks. The screen does not turn on and the AED does not turn on either. When the customer plugged in the device, the AED flashed red for a second. Upon unplugging and replugging in, the device did not flash. Additionally, the AED was unresponsive when performing a status check.